Event description:
Company sales rep was advised that the distributor in (B)(6) had 3 thermal ligating shear failures where the silicone boot came off. Complainant reported: silicon boot came off during preparation of prostata kapsel. This had neither an effect on the procedure identified as a radical prostata ektomie. This report is on the 3rd of 3 devices identified, a tls2 device.

Manufacturer narrative:
This MDR is for the 3rd of 3 devices reported (B)(6) 2010, by same (B)(4) distributor. This 3rd device report is associated with starion instruments (B)(4). Product has been requested but not returned. Therefore no inspection could be conducted. No pt info was provided.